Event description:
An unknown number of undocumented incidents may have occurred in which difficulty placing catheters resulted in blood spillage and disconnects and patient loss of blood. Clinical details are not available. Incident(s) occurred in the ob unit. No patient ill effects or harm were reported.